Event description:
Reportable malfunction. On 11/3/98 novo nordisk a/s rec'd a novopen 3 from france with the complaint that the "dosage selector was very hard." The device was received in the quality assurance durable device (qadd) dept on 11/5/98. No adverse event was reported in connection with this complaint. Result and conclusion of mfg'r investigation - on 11/9/98, novo nordisk a/s established that the collar on the piston rod nut was broken off when the device was tested for dose accuracy. The device was tested for dose accuracy at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on 11/9/98.